Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.